Event description:
It was reported from information obtained via a poster at the 2007 neuroendovascular therapy meeting presented that a patient presented with a left posterior inferior cerebellar artery (pica) unruptured aneurysm. The physician deployed an unknown amount of coils (subject device) into the aneurysm. The patient was then discharged from the hospital, although, an asymptomatic embolic infarct was found in the left pica after the procedure. Three years after the procedure, it was reported that the patient was experiencing headaches, and staggering. Magnetic resonance imaging (MRI) results found that the patient had brain edema, fourth cerebroventricle compression, and noncommunicating hydrocephalus. A digital subtraction angiography (dsa) confirmed that there was no recurrence of the aneurysm. Due to the active findings of the hydrocephalus an endoscopic third ventriculostomy (etv) was performed successfully. However post procedure an intraventricular hemorrhage was found and the hydrocephalus had not improved. The physician then proceeded and drained the fluid. The patient's condition improved and was then discharged. The patient later relapsed and a ventricular shunt was placed. No further information is available.

Manufacturer narrative:
Expiration date: unknown as the batch/lot number was not provided. Other for no product malfunction. Device manufacture date: unknown as the batch/lot number was not provided.